Event description:
It was reported to boston scientific that during the endoscopic retrograde cholangiopancreatography procedure (ercp), the autotome rx sphincterotome was not oriented correctly. The case was completed with another of the same device. The pt is reported to be "fine".

Manufacturer narrative:
The lot number of the suspect device is unk; therefore, the MFR and expiration dates cannot be determined. A review of the history record could not be performed since the lot number was not provided in the complaint. The device was not returned for product analysis, the customer has disposed of the device. Based on the eval of other devices with the same complaint (cannulating orientation), the most probable root cause cannot be determined without evaluating the device, since this could be due to user handling, device design or mfg/packaging.